Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one portion of the unknown screw for evaluation. Visual evaluation of the as returned device identified the screw fragment inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). D10: dental implant, imp, tsv, mcol mg, 4.1mm, 16m, lot number 1234476.

Event description:
Fractured screw in implant. Implant removed. Tooth # 22.